Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue caused the customer¿s blood glucose level to exceed safe limits, though the specific value was unknown and displayed as "high." The customer addressed the high blood glucose through a correction injection via multiple daily injections. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.